Manufacturer narrative:
Concomitant medical product: dtba1d1 ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured. The ra lead was capped and a replacement attempt was made. It was also reported that the newly attempted ra lead's helix would not extend or retract normally. The attempted ra lead was removed and replaced. No patient complications have been reported as a result of this event.